Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable event of image disappearing was confirmed. Based on the results of the investigation, the image sensor unit may have been broken, leading to the subject event. The probable cause of breakage is irregular load to the bending section, leading to the event since multiple damaged sites were observed on the bending section. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the deflectable videoscope exhibited image loss during angulation due to a disconnection/short-circuit of the image sensor cable. There were no reports of patient involvement.